Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The se updated the hardware on the backlight inverter printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received that ventilator had an erratic lower display. The ventilator was not on a patient at the time of the event.